Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the images provided in attachments ¿source file fw hsvp sistema ria pieza quebrada.¿ the images were reviewed, and the complaint condition is confirmed as the images depict a ria drive shaft assembly with evidence of material fracture marks. The distal external driveform is not present on the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot . Part # 314.743, synthes lot number: h427158, supplier lot number: h427158, manufacturing site: synthes monument, release to warehouse date: oct 23, 2018, supplier: (B)(4). No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device history record. Device history lot , part#: 314.743, synthes lot number: h427158, supplier lot number: h427158, manufacturing site: synthes monument, release to warehouse date: 23-oct-2018, supplier: criterion tool & die, inc, no ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3 (device evaluated by MFR), h6: investigation summary background: on (B)(6) at the hospital (B)(6), patient (B)(6), 39 years old. Programmed for rhyming with ria system of the medullary canal of the left femur and osteosynthesis of the right femur. At the beginning of the surgery, the implants are passed with the authorization of the surgeon but checking the operation, it is noted that the tip that joins the cutter shaft, length 520, reference: (B)(4) of the equipment 41018883, is broken. Therefore, it is necessary to consume the hose system 360 and an additional milling cutter. During the surgery the patient does not suffer any health consequence due to this inconvenience. The marked piece is sent inside the equipment, it is only a fragment since when this instrument was received it was broken. This complaint involves one (1) device. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the images provided in attachments ¿source file fw hsvp sistema ria pieza quebrada.¿ the images were reviewed, and the complaint condition is confirmed as the images depict a ria drive shaft assembly with evidence of material fracture marks. The distal external drive form is not present on the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent osteosynthesis of the right femur and for rhyming with ria system of the medullary canal of the left femur. At the beginning of the surgery, the implants are passed, but it was noticed that the tip that joins the cutter shaft, length 520 is broken. Therefore, it was necessary to use the hose system 360 and an additional milling cutter. There was no patient consequences reported. No further information provided. This report is for one (1) drive shaft-minimum 520mm. This is report 1 of 1 for complaint (B)(4).